Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to manufacturing.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was found to have a dislodged grip return spring. Visual inspection showed that the spring was dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade does not retract back and appear exposed inside the jaws.

Event description:
It was reported that prior to the start of a da vinci-assisted lap band removal surgical procedure, the vessel sealer extend was defective. No fragment fell inside the patient. The instrument was not used on the patient.